Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately six months post a port placement procedure, the tube was allegedly disconnected. There was no reported patient injury.

Event description:
It was reported that approximately six months post a port placement procedure, the tube was allegedly disconnected. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one catheter segment was returned for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. The catheter returned measured approximately 19.6 cm in length. A complete circumferential break was noted on the proximal end of the catheter returned that was elliptical in shape. The edges of the complete circumferential break on the proximal end of the catheter were noted to be jagged. The surface was noted to be granular throughout with residue throughout. Therefore, the investigation is confirmed for the identified fracture and material separation issues. However, the investigation is unconfirmed for the reported disconnection as more specific fracture and material separation were identified. The definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (device, component, method, result). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.